Event description:
User opened the package and found there is stain inside device. This observation was made prior to patient contact. Is the stain on the device itself or inside the packaging? Inside the package

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the lab evaluation on 28-aug-2025.

Event description:
Cancellation report is being submitted due to the completion of the lab evaluation on 28-aug-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.